Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray froze during reboot and won't boot up. The customer rebooted the system and the system did boot up after being idle for some time. Review of the log file confirmed the reported malfunction. The system was unable to read from any of the hard drives connected to the ippc (image processing pc), issue was likely with the ippc hard drive. The fse performed the system troubleshooting and found that the pc drive bay was not working properly. The fse removed the drives from the bay and connected it directly to the mother board. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system froze during reboot and not completing the boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.